Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, it was discovered that the battery had liquid contamination and has a 0 volts output. The root cause of the contamination cannot be positively determined. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
A (B)(4) male pt contacted zoll lifecor customer support service to report that one of the pt's batteries wasn't holding a charge. The pt was provided with a battery pack.